Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board and active exhalation control module will be replaced to address the issues. Other: device has been repaired but not returned to the customer, pending customer approval of the estimate.